Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed a rash underneath the the lifevest. The rash was described as red, bumpy and itchy. The patient's physician prescribed zyrtec for the itching and the irritation was reported as improved.